Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty and stent(pta) procedure in the right superficial femoral artery. Reportedly, after successfully deploying the foot and retracting the device until tactile sensation of the foot against the vessel wall was felt, no pulsatile blood flow was seen from the marker lumen. The lever was returned to it original position, parking the foot and the proglide device was removed from the anatomy. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Sheath: 6f (cordis brite tip). Stent: complete se (medtronic). Heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed that the plunger, suture, link, foot, needles and cuffs were all in the pre-deployed position. The marker lumen was patent. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue.

Event description:
Subsequent to the initial medwatch report, it was reported that after successfully deploying the foot and prior to retracting the device until tactile sensation of the foot against the vessel wall was felt, no pulsatile blood flow was seen from the marker lumen.